Event description:
A call to technical services on (B)(6) 2014 that the patient has a st. Jude medical durata/riata lead that has failed. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).